Event description:
The customer reported obtaining failing retic backgrounds from the coulter lh 780 hematology analyzer. A field service engineer (fse) was dispatched to the customer's site and noticed a leak (10 milliliters) that was contained within the instrument. There was no report of injury or direct exposure to the leak. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered that the leak had damaged the connectors for the differential processor card and cables j10 and j20. The fse replaced the damaged processor card and the connectors to resolve the issue. The fse noticed evidence of a fluid drip from the area around quick disconnects qd7 and qd8; however, the fse did not observe an active leak. The fse verified instrument operation and no leaks were observed. The instrument also passed all backgrounds. (B)(4).